Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was leaking due to two holes in the tube so they had to go to emergency room to get it replaced.

Event description:
It was reported that the foley catheter was leaking due to two holes in the tube so they had to go to emergency room to get it replaced.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The two way latex foley catheter was returned without the original packaging. Visual evaluation noted two holes were present in the inflation funnel of the catheter, when connected to the di fountain, water was noted to spray from the holes. Though holes were present in the inflation funnel, the balloon successfully inflated/deflated when 10cc di water was inserted using a slip tip syringe. Although a specific cause cannot be determined, a potential root cause for this event could be, "latex material too weak to withstand normal forces applied during use". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labelling review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was leaking due to two holes in the tube so they had to go to emergency room to get it replaced.